Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing pacing impedance values as well as oversensing. Intermittent un dersensing on the right ventricular (rv) lead was also noted. The patient received a shock for possible rapid ventricular response. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.